Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient with a history of chronic low back pain and previous laminectomy and discectomy surgeries was diagnosed with disc herniation, spinal stenosis, and root impingement. Patient states severe low back pain with radiation to right leg. Patient underwent decompression lumbar laminectomy l4-5, bilateral facetectomies, bilateral excision of l4-5 herniated disc, and l4-5 plif with bmp. Post-op the patient developed urinary retention and bladder outlet obstruction. Patient underwent holmium laser ablation of the prostrate with no complications reported. Patient then presented with radiculopathy and underwent a lumbar myelography. CT of lumbar spine showed nerve root sheaths were clumped together at l2-3, consistent with arachnoiditis. Evidence of canal stenosis at l4. Patient underwent decompressive lumbar laminectomy at l3-4, bilateral decompressive facetectomies at l3-4 bilaterally, l3-4 posterolateral fusion with bmp, removal of spinal hardware at l4-5, scar tissue was resected along with residual lamina along the l4 root to the beginning of the l5 root at the l4-5 level. At an unknown time post-op, patient presented with complaints of mid back pain and has some tenderness. Patient then presented with low back pain which radiates to his right hip. At last check up, patient still claims chronic back pain. No further details are known at this time.